Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to tighten a 2.0mm matrix mandible locking screw the matrixmandible mini pl-tensionband brd/2x2h/malleable/1.0mm plate broke during surgery. There was a fifteen (15) minute delay in surgery. There was no additional medical intervention needed and the surgery was completed successfully. There is no additional information. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed on the returned plate: the threads of one of the locking holes is deformed and stripped. This likely caused the screw to not properly thread into the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.